Event description:
Falsely elevated advia centaur xp ipth test results were obtained by the customer and the results were questioned by the physician. Repeat testing was performed on the initial samples which caused a delay in surgery and added to the time that the patients were under anesthesia. The elevated ipth results were considered discordant when compared to the patient's clinical picture. There was no known report of adverse health consequences due to the discordant ipth test results and surgery delay.

Manufacturer narrative:
The cause for the elevated advia centaur xp ipth results when compared to patient's clinical picture is unknown. The quality control results run on the day of the reported event was within control limits. No conclusion can be drawn. Qc results: pth control (B)(6) 2011: lot k5624522, l1 result: 36.41 (target value 40.6 +/-14.2), l2 result: 212.8 (target value 213 +/- 64.0), l3 result: 739.9 (target value 826 +/- 248). The instructions for use (IFU) limitation section states the following: " measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as and should not be relied upon as a diagnostic indicator of malignancy".